Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer received a message of "manual release" and the sureform 45 stapler instrument was not able to release the grip while grasping tissue. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the system log. The tse had the customer press the emergency-stop button prior to releasing the instrument from tissue. The customer replaced the sureform 45 stapler instrument with a back-up instrument of the same kind to continue with the operation. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of expected condition to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The rfid editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement test on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. It is an expected condition to receive a lockout error after the manual grip release has been used. Review of logs were unable to verify any failures. There was a note of the manual grip release being used during the procedure, which explains why the stapler was found to be locked. There was no problem detected. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.